Manufacturer narrative:
Event is still under investigation at this time.

Event description:
The device was used in a pediatric cardiac cath lab - they were closing pda and the original coil, which they used. During placement, the physician went antegrade up through the aorta into the pulmonary artery. The device was placed; however, they found the pda was so large that they were going to need more than one coil. The physician decided to go retrograde (the opposite) up into the pulmonary artery. The plans were to place the suspect device - which they were happy with placement (it is inside the other coil). However, when they unscrewed the delivery coil to deploy it, the final loop of the coil, (the portion attached to the flipper delivery wire), was released and it went straight into the aorta (it didn't form a coil). They snared both the coils and removed them. They were able to complete the procedure, but with another manufacturer's product. It should be noted that when the physician snared the portion of the coil (the straight part), there is divet (due to the snaring). No harm to the pt.